Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Device is not expected to be returned to fisher & paykel healthcare. Complaint records were checked for the given lot number. Photos received were analysed. Results: our records indicate that no other complaints of this nature have been received for this lot number. The photograph shows the abscence of the pressure line elbow connector on the end of the 7/32" pressure line tube. Conclusions: the device was out of specification. The occurrence rate for this type of fault is approximately 0.0001% worldwide for the last year. To date we have not received any complaints of this nature from the USA, but we will continue to monitor all complaints for such faults.

Event description:
Reporter reported that upon opening the rt106 kit. They identified that the connector on the end of the 7/32" pressure line tube was missing.